Event description:
A report was received that the pt underwent a pocket revision, due to discomfort at the pocket site. The physician repositioned the left lead to achieve better coverage, and moved pocket site. The pt is reportedly doing well following revision surgery.

Manufacturer narrative:
This is the final report.